Event description:
Reporter states the wound bed showed intense reddening which lead care givers to stopping usage of the product. Therapy continued with normal/ silverless aquacel dressing rope.

Manufacturer narrative:
This event is deemed reportable since the usage of the product was stopped due to the "intense reddening" and an alternate product was used on the patient. Skin sensitivity varies from person to person and it is unknown if the silver contained in the aquacel ag may have caused or contributed to the event as reported. No additional patient/ event details are known at this time. A return sample is not expected. Reported to the FDA on 08/15/2013.